Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the device memory noted noise and oversensing on the competitor right ventricular (rv) lead that resulted in two to three beats of pacing inhibition. Initial assessments appeared to be a fracture on the competitor rv lead. Arm movements, pectoral contraction and pocket manipulations did not reproduce the noise. The trend of rv impedance measurements was appropriate with two peaks greater than 1,000 ohms. No changes were made to the system. No adverse patient effects were reported.